Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent problems with the cable. The fse noted this issue resulted in an inability to power up/boot up the system. There is no report of injury or death associated with the event described in this complaint.